Manufacturer narrative:
The field service engineer (fse) found that the sample probe cover was loose. The sample and reagent probes were replaced proactively. The customer had no further issues. The investigation determined that the event was caused by the loose sample cover. A product issue was not found.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing. E1 initial reporter telephone number is (B)(6).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 assay on a cobas pure c 303 analytical unit. The initial result was 7.10 mg/dl. The physician questioned the initial result. On (B)(6) 2026, the repeat result after recalibration of the assay was 10.2 mg/dl. The repeat result was deemed to be correct.